Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: patient "was brought in for a revision for painful hip. [Surgeon] explanted the metal head and liner, debrided damaged soft tissues, irrigated copiously, and exchanged metal head with biolox head and changed liner. [Surgeon] stated that he suspected patient had adverse reaction; m liner is of head-neck juncture". Rep indicated that head and liner were revised, stem retained. Additional notes under "any complicating conditions": soft tissue damage, metal debris in tissue. Patient was revised to a 32mm universal biolox head with +4 sleeve and 32 0° liner.